Event description:
It was reported that the surgeon attempted to insert a cc4204bf collamer single lens, but the lens tore advancing in the cartridge prior to insertion. There was no pt contact or injury.

Manufacturer narrative:
Eval: visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval.